Manufacturer narrative:
No report of patient involvement. The customer biomedical engineer troubleshot the system with ge healthcare technical support. The absorber cartridge was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit shows high leakage when they run the start up test. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received that the leak was caused by the compact block absorber canister which is not a ge product, but a carefusion product. There was no malfunction of the ge healthcare equipment so this event is not reportable.